Event description:
Procedure: unk. Reportedly, after the operation was finished, a foreign material like a cover of tip of device (which is normally removed before surgery) was found in the cavity and removed. There was no report of pt injury.